Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). After loading the handle normally, a seal was inserted in the aorta hole. However, the seal fell into the hole without being unfolded into an umbrella shape. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory on 16dec2019 for evaluation and investigated on 23jan2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the delivery device and seal. A visual inspection of the photographic evidence was conducted. Blood was present in the delivery device, indicating deployment in to the aorta. The blue slide lock was dis-engaged and the plunger was completely depressed. The seal was extended outside the tube and did not appear to be folded. The seal was inspected. The tether remained uncut and attached to the seal and tension spring. Measurements were unable to be taken; the inner delivery tube contained a heavy amount of dried blood/tissue. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). After loading the handle normally, a seal was inserted in the aorta hole. However, the seal fell into the hole without being unfolded into an umbrella shape. A replacement device was used to complete the procedure. The hospital did not report any patient effects.